Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: additional case in regard to (B)(4) to capture the first revision. [Date] second revision of delta extend. This operation was to remove delta xtend glenosphere and base plate and insert a medacta 42mm lateralising glenosphere. This was done with medactta navigation software. Liner on the humeral component was replaced and new delta xtend liner 4. Previous operation [date] loose humeral stem from infection removed and monobloc stem 130708110 (b 5418433), pe cup 130742209 (b5420134) and lat glenophere 130764142 (bd22101145) inserted. (See photos for [surgeon's] notes). The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the photos provided were implants from another revision therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10 (concomitant).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
Second revision of delta extend: this operation was to remove delta xtend glenosphere and base plate and insert a competitor 42mm lateralising glenosphere. This was done with competitor navigation software. Liner on the humeral component was replaced and new delta xtend liner 4. Previous operation: loose humeral stem from infection removed and monobloc stem, pe cup, and lat glenophere inserted.